Event description:
Per medwatch mw5108275: patient reported no disposable clamp tubing alarm on pre-filled cassette sent on (B)(6) 2022 lot mx005j01p1, turning pump off and on and switching to backup pump did not resolve alarm. Switched to new cassette, infusion without issue. No replacement needed as pt has 8 backup cassettes. To self. Box sent to return defective cassette. No further details provided. Lot mx005j01p1 is not a valid lot number.